Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). An investigation was performed based on the gathered complaint information. When reviewing the reportable events for sara 3000 and similar active lifts, we have found a number of cases related to the failure: patient not suited for use with the device - note that this was the only relevant issue found according to the investigation findings. The occurrence rate of reportable complaints with this fault description is relatively low. The sara 3000 device involved in the event is an active resident lift. This means that the patient is intended to have an active participation in the transfer process - from raising the patient to the standing position to the transfer with the lift. In other words, the intended user group as indicated in the device labelling, is to be mentally and physically capable of at least partial standing capability and stability. In accordance to the information provided, the resident's leg slipped off the foot plate platform just after being requested to keep the standing position. It means that at the time of incident the resident was not bearing her weight. There was also no slipping of her body out of the supporting sling reported. It also should be emphasize that the involved resident suffers from a number of issues with their health state, such as dementia, osteoarthritis, osteopenia, osteoporosis and mood disorder. This fact clearly suggests that the patient involved in this incident may be prone to injury. After the event, the device was put through a function test and no deviation was observed the device was in full working order. From this it appears the device was up to specification at the time of the incident. Based on the above, arjohuntleigh assumption is that the facility staff was not aware about the importance of the professional patient assessment, which should be carried out by a qualified nurse or therapist, before lifting process. In the labelling there is a particular attention to the responsibility of the device owner to make sure that the device users are trained and knowledgeable of the contents of the labelling. In summary, the device was being used at the time of the event and played a role in the reported incident. There was no device deficiency found and from that perspective the system was up to specification at the time of the incident. When the IFU would have been followed and the professional assessment of the patient before transfer would be provided before transfer, the event would have been avoided. This particular customer has been already re-trained with the instruction about the importance of resident assessment prior each use.

Event description:
Arjohuntleigh has become aware of the customer complaint alleging that at the time of using the sara 3000 active lift, the patient's feet slipped off the device foot support platform. Following the sequence of events reported, the resident was instructed by a facility nurse to keep the standing position. However it turned out that the resident was unable to keep her body weight what consequently led to have her right feet slid off the device foot support base. As a result of this issue, the resident suffered the tibia fibula fracture. The resident hospitalization was needed.